Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to the faulty force sensor. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer advised that the insulin pump would not rewind unless they would take out the battery and put it back in. Troubleshooting was performed for the prime rewind. Customer stated that the insulin will squirt out when priming. Customer was advised that the device will need to be replaced and agreed to return the insulin pump for further analysis.